Manufacturer narrative:
The returned device analysis could not confirm the reported difficult to open or close (gripper actuation ¿ single and gripper actuation - both) as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation ¿ single and gripper actuation - both) could not be determined. It is possible that the user technique contributed to the reported issue, but this cannot be confirmed. The discrepancy between what was reported (single and both gripper actuation issue) and what was observed (no gripper actuation issue) could be due to interactions during the device preparation which resulted in increased tension on the device and/or the user technique which contributed to the user experience; however, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip actuation issue. It was reported that during device preparation of the mitraclip clip delivery system (cds), the grippers would not lower. Both independent and simultaneous attempts were made, but neither gripper would lower. Troubleshooting maneuvers were performed; however, the grippers would not lower. The decision was made not to use the device. There was no patient involvement and no clinically significant delay. No additional information was provided.